Event description:
It was reported that prior to starting a da vinci si surgical procedure the pk dissecting forceps instrument was noted to have frayed cables. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable was frayed at the distal idler. No damage was found on the pulley and the clevis. The instrument passed electrical continuity testing. Engineering also found the pitch cable was loose at the distal clevis hub. Both cable crimps remained in the clevis and no damage was found on the cable. The housing was removed and the pitch cable was found loose at the clamping pulley, but no loose clamping pulley screw was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.